Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the available instrument data files and the information provided by the customer. Quality control (qc) was within expected ranges at the time of the event. Repeat of the same sample yielded the expected results. No similar events with other vancomycin (vanc) patient samples were observed. No product non-conformance was identified with the vancomycin (vanc) assay or the dimension vista 1500 system. A potential product issue was not identified. The cause of the event is unknown. The customer and system are fully functional. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 1500 system. The falsely depressed result was reported to the physician and was questioned. The same sample was reprocessed on the original and an alternate dimension vista 1500 system and higher results were obtained. The higher result from an alternate dimension vista 1500 system was issued on a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) result.